Event description:
It was reported an exactamix 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle access port. The port had not been manipulated during compounding. The event occurred during self-check post compounding. The set was filled with glucose 10% with 10mmol kcl and 15mmol of 0.9% sodium chloride (nacl) solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information for h4: device manufacture date ¿ the lot was manufactured between april 2nd, 2023 and april 4th, 2023. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and it was noted that a leak was identified on the port 2 spike port weld seam. The reported condition was verified. The cause of the reported condition could not be determined; however, was likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.